Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a trial patient who was using an external neuro stimulator (ens). It was noted that the patient¿s trial started on (B)(6) 2017. It was reported that they were taking pain medication, they could not void the following morning, and they felt very tired. On (B)(6) 2017, the patient was voiding every hour. The next day, they felt like they were retaining quite a bit. On (B)(6) 2017, it was discovered that the patient¿s stimulation was set to 0.0, and they thought it had been like that for a few days. It was also noted that they had a lot of bowel movements on (B)(6) 2017, and it might have been due to what they ate. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.